Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by 5 minutes." There was no reported impact to customer's blood glucose level. Customer stated they were unsure if this issue had impacted their blood glucose levels. Customer adjusted the pump time and indicated they will continue to use the pump for insulin therapy.